Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported material separation, treatment, and patient effect appear to be related to the operational context of the procedure. In this case, the physician attributed the reported material separation to interaction with the anatomy, they stated the heartbeat likely caused sheering at the location of a bifurcation when the wire tip was parked in a side branch. Additionally, it is likely that interaction with the anatomy also contributed to the noted core and coil damage. The separated portion of the guide wire remains fixed within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
H2 correction: updated the device identification fields to align with the information in the corresponding fields in gudid. Attachment: user facility medwatch report.

Event description:
It was reported that the procedure was a transcatheter aortic valve replacement (tavr) with coronary protection in the branch of ramus intermedius artery without calcification. The hi-torque (ht) wiggle guide wire was advanced without resistance, however, the tip broke off inside the anatomy. Per the physician, the cause of fracture was likely contributed by heart beat causing back and forth sheering at the location of a bifurcation when the wire tip was parked in a side branch. Attempts were made to retrieve the tip using a snare device but was unsuccessful. The separated portion was left in the anatomy fixed in the side branch, not free floating, and no filaments hanging out. There was up to an hour of additional procedural time. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.